Event description:
Initial voicemail received on (B)(4) 2010 stating that after use of floseal they saw a spot on a CT scan. Additional information provided to baxter (B)(4) 2010; patient: female (B)(6). Diagnosis: high-grade elongated glioblastoma in the left frontal region. Intervention: on (B)(6) 2010, the tumor was subtotally extracted, the total exeresis was not possible as it affected the motor area. Diffuse bleeding remained in the tumor bed and the surgeons chose to apply floseal to contain it. Once floseal was applied, the excess was not irrigated or aspirated (data confirmed by dr (B)(6)). Post-operative follow-up: a diagnostic test was performed (cat) to monitor the patient and a white spot was observed. This spot could be compatible with a intracranial haematoma or floseal. On (B)(6) 2010, the patient suffered a generalized attack (convulsions, etc.) Which subdue with anticonvulsant therapy. The surgeon said that the cause of the crisis may be that the patient was not treated with anticonvulsants. On (B)(6) 2010, they are going to perform a second CT scan to see changes in the spot.

Manufacturer narrative:
(B)(4). Additional information received from baxter on 14-may-2010: the surgeon stated that the patient remains stable. The only existing clinical sign is a motor dysphasia that the surgeon considers directly related to the surgical procedure. CT scan was performed on patient on (B)(6) 2010. Baxter follow-up medical assessment: the follow up clinical and neuroimaging information confirms progressive resorbtion of the blood-floseal clot visualized on early postoperative CT-scans. Given the frontal localization of the hematoma, we agree with the reporter that the motor dysphasia cannot be caused by the visible lesion in the CT-scans, and is a consequence of surgery. The received information does not change the previous medical assessment. No further investigation required. (B)(6). Surgeon was retrained on proper usage (indications and contraindications) and application of the product.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the narrative and the postoperative CT-scans allow following neurosurgical conclusion: incomplete glioblastoma (malignant tumor) removal, with a tumor residual towards the pre-central area. Inability to entirely remove a high-grade glioma is always increasing the postoperative bleeding risk. Floseal has been used. Based on its mechanism of action, floseal absorbs blood (the gelatin granules) so on postoperative neuroimaging floseal will always show up, and cannot be differentiated from a postoperative blood clot on CT or MRI scans. After achieving hemostasis, the surgeon has not removed the excess product (floseal not reacted with the clot), which conflicts with the recommendations of the floseal instructions for use (user error). Another reason why the floseal blood clot mix may show as seen in the postoperative scans is a too slow application and/or lack of approximation of the floseal, which will increase the blood saturation of floseal (no excess left). The most plausible cause of the late epileptic seizure (pod 3) is the omission of anticonvulsants in this type of pathology and after surgical treatment. The blood or blood-floseal-mix on postoperative CT-scans is not space occupying or brain compressive (considerable intracranial air, no compression of the frontal ventricular horn, no midline-shift). The neuroimaging findings were not symptomatic (in neurosurgery a 24h-postoperative CT is routinely performed). In conclusion, the neuroimaging findings at 24h are incidental (routine postop. CT-scan) and do not correlate with any postoperative symptoms. This is also confirmed by the findings of the postoperative CT-scan, which show that the blood imbibition (hematoma) is not compressive. The user error (non-irrigation of floseal excess) if it where to reoccur, may induce brain compression with potential life-threatening consequences. It is unlikely that the postoperative seizure (pod 3) has been caused by floseal and its incorrect application, but by the omission of postoperative anticonvulsants. Documented surgeon retraining on the correct indication and application of floseal (including the mandatory irrigation of excess) is recommended. Follow up regarding the clinical postoperative course (follow up CT-scans, symptoms, required medical and/or surgical treatment) of this patient is required. (B)(4). A final report will be submitted upon evaluation of additional information and completion of retraining.